Manufacturer narrative:
The reported product was a prismaflex set. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, a loss limit reached alarm was triggered due to leaking bags. There was no patient injury or medical intervention associated with this event. No additional information is available.